Manufacturer narrative:
An unknown lz implant was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot# (DHR/IFU/rmf). No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on an unknown tooth# and was used for an unknown period of time. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed for either of the reported products, as the part and lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) and devices (unknown zimmer). Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the implant fractured, but remains implanted.